Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 09:00 am, the laboratory result was 1.9 inr. At 02:40 pm, the meter result was 2.7 inr. On (B)(6) 2019 at 10:00 am, the laboratory result was 2.7 inr. At 11:00 am, the meter result was 4.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. Retention test strips (lot 294946) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer returned one strip for investigation. The returned test strip and retention test strips were measured on reference meters with a high level control sample. Testing results: returned strip: qc 1: 3.4 inr. Retention strips: qc 2: 3.3 inr; qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.